Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to an increase in the heart failure index. The presenting electrogram showed an atrial and left ventricle paced rhythm, with significant left ventricle (lv) to right ventricle (rv) delay of approx. 200ms. There was also some rv sensing in the noise window due to the delay. There were episodes of pacemaker-mediated tachycardia that demonstrated farfield r-wave oversensing sensed at the maximum tracking rate. Technical services recommended further review of biventricular pacing settings in clinic. The crt-d remains in service and no adverse patient effects were reported. It was additionally reported that the current presenting electrogram demonstrated possible lv loss of capture. Technical services recommended further assessment of the programming. The delay from lv pace to rv sense also led to some rv sensed beats being marked as ventricular tachycardia. The crt-d alerted due to the right atrial automatic threshold test becoming greater than the programmed amplitude or suspended. The patient was in persistent atrial fibrillation (the crt-d also alerted due to low atrial amplitude) and review of the device data demonstrated some farfield r-wave oversensing on the atrial channel. The crt-d remains in service.